Event description:
Preoperative diagnosis: idiopathic scoliosis, lenke type 1b procedure(s) performed: posterior spinal fusion from t4 to t12. Posterior spinal instrumentation segmental froni t4 to t12 using a legacy with cobalt chrome rod. Autologous local bone grafting augmented with infuse and osteofil demineralized bony matrix. Patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Event description:
It was reported that on (B)(6) 2009, per-op notes: "..a longitudinal midline incision was then made from t4 all the way down to t12, carried down through skin and subcutaneous tissue down to the fascia and down to the posterior elements from t4 all the way down to t12. Intraoperative x-rays were taken and showed that we were at the appropriate levels. I went ahead and decorticated the posterior elements and using the morsellized autologous local bone, this was then applied to the facet joints and has facet fusion augmented with rhbmp-2/acs. We also packed a lot of bone at the area of the interlaminar spaces and augmented this with demineralized bony matrix in the form of osteofil. There were no complications noted.."

Manufacturer narrative:
(B)(6). (B)(4).